Event description:
Healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d1, d3, d4, g1, g4. The device associated with this complaint has been confirmed as non-allergan. This information is no longer considered reportable to the FDA.

Event description:
The device associated with this complaint has been confirmed as non-allergan. This information is no longer considered reportable to the FDA.